Manufacturer narrative:
The cause of the patient's postoperative complications cannot be determined at this time. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Additional information has been requested. Should additional information be obtained, a supplemental emdr will be submitted. Not provided.

Event description:
It was reported that on (B)(6) 2012 the patient was implanted with bard soft mesh during laparoscopic rectopexy procedure. On (B)(6) 2018 the patient presented with vaginal discharge. A tiny vaginal mesh erosion was identified (<5mm) excised and vaginal defect closed.